Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a clindex notification was received indicating that a severe complication occurred to a patient listed on the shoulder arthroplasty registry. The patient underwent surgery on (B)(6) 2019 in which a univers revers apex system was implanted. On (B)(6) 2024, the patient suffered a fall, resulting in a periprosthetic fracture to the right proximal humerus. The patient did not have any open wounds and was neurovascularly intact. The surgeon saw the patient on (B)(6) 2024, and the x-ray revealed good alignment of the stem and baseplate. The patient followed up again on (B)(6) 2024 and showed improvement. The surgeon hopes to continue conservative treatment. The patient's pain has also improved, and light activity has been reintroduced. Additional information received on 4/22/2025: the patient was last seen on (B)(6) 2025, reporting a slight increase in pain. X-rays confirmed healed fractures but also revealed a clearly loose humeral stem. A revision to a longer cemented stem is recommended, though surgery may be delayed based on the patient's decision.

Manufacturer narrative:
Additional information: d3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.